Event description:
A report was received that the patient was experiencing pain at the pocket site and difficulty charging as the ipg was not sitting properly on the pocket. The patient will undergo a pocket revision.